Event description:
Consumer alleges his humidifier overheated and melted the top of his table. No injuries were reported with this incident.

Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. Product has not been returned.